Event description:
During a ptca procedure to treat a lesion in the first obtuse marginal (om), the guide wire advanced towards the lesion, but the guide wire tip could no longer be seen. It was not known if the guide wire tip had gone down a side branch or where it was located. An attempt was made to remove the guide wire, but it became stuck. Considerable force was used and the guide wire started to pull out; however, the distal tip appeared to be broken and remained in one piece connected by the stretched out guide wire tip coils. The distal tip finally came loose and the entire guide wire was removed in one piece. A new guide wire was used to complete the procedure. No patient effects were reported.